Event description:
Covidien laparoscopic wire l-hook electrode opened for case. St removed 2 caps (1 from each end) and discarded prior to case start. Prior to case closing, surgeon did a final look into the abdomen and identified a blue cap in the patient. Team stated that there must have been a 3rd cap on the sheath portion of the device. The larger cylindrical piece ¿ can move back and forth over the instrument ¿ when it is on the instrument itself (slid upwards) due to its color you cannot even see it. So, there is a possibility that in manufacturing ¿ this was pushed up and not noted and then recapped ¿ resulting in three ¿ in the package. There is nothing to prevent that bigger one from sliding back and forth (it doesn¿t slide easily ¿ but can be slid).